Event description:
The complainant reported a 65-year-old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed hemolysis after the implant. Medical staff repositioned the cp and held off on additional intervention until the patient could be reassessed. The patient died later that morning from cardiac arrest. It is unknown if the hemolysis contributed to the patient's passing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Product was not returned for investigation. Data logs were returned and at the time of reported hemolysis, there was no motor current spike or suction observed. There were no positioning issues as confirmed with an echo. The patient's urine remained red until explant even after several repositioning. Therefore, per the clinical information provided and data log review, the root cause of the hemolysis issue was not determined. The pump was tried to be repositioned but was not successful since echo showed that the pump was sitting deep and pushing towards apex. Therefore, per the clinical information provided, the root cause of the positioning issue was most likely use related to improper technique. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction . ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ added-h6 med dev prob code 2616 f6/f8 should have been left blank in the initial report.